Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. Insulin pump was monitored and no blank display anomalies were noted. No damage on the connector lcd isolation tape noted. Insulin pump was received with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
It was reported that the display on the insulin pump is blank. Another battery was inserted and the screen came back on. It was stated that the device worked through the night and into the morning but later the customer noticed it was not working again. Customer has tried 4 new batteries. Blood glucose value is 189 mg/dl. It was stated that the insulin pump has two big cracks and scratches in the battery compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.